Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314trg implanted: (B)(6) 2013; product ID 5592-53 implanted: (B)(6) 2006; product ID 694965 implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported the patient developed an infection. The lead was removed and returned to the manufacturer. No further patient comp lications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.